Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the screw that connects the optic head is loose and the picture goes in and out on the monitor display. This occurred prior to a surgical procedure. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative tightened the screw on the optical head and replaced the luxor. The system was tested and found to meet product specifications. The system was manufactured on october 1, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of the loose screw can be attributed to a mechanical interference between the yoke set screw and the libero mounting bolt. (B)(4).